Event description:
Healthcare professional reported left side "signs of intracapsular rupture and thick fluid around the implant." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was seroma late and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "signs of intracapsular rupture and thick fluid around the implant." The device remains implanted.